Event description:
The customer alleged that two patients experienced diarrhea after a colonoscopy procedure. The scopes used were processed in the aer unit. But it is not clear whether the symptoms were related to their visits. The second of the two patients was from a state facility and did not come down with diarrhea until seven days later. The patient sought medical attention and was prescribed antibiotics. The customer further stated that the patient may have received symptoms from work where many of the patient's coworkers were experiencing flu-like symptoms. The customer stated that the patient is doing fine and the symptoms have resolved.